Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response buttons was not functional. As received, the rear response button cover was damaged and missing internal switch components. The root cause of the missing switch components cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons would not activate the monitor.